Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during surgery for femoral by pass, the patient went into ventricular tachycardia (vt). CPR was done, the magnet was removed from the device, and two shocks were delivered, converting the rhythm and pacing. "There is non-capture seen in the episodes." Later review of manufacturer's database revealed the patient died seven days later. The cause of death has been requested and not received.

Event description:
It was reported that during surgery for femoral by pass, patient went into ventricular tachycardia (vt) with pressures dropping significantly. CPR (cardiopulmonary resusitation) was done, magnet removed from device, and two shocks were delivered by the device, converting rhythm and pacing. "There is non-capture seen in the episodes." Later review of manufacturer's database revealed patient died seven days later. Cause of death requested and not received. Follow up with manufacturer's representative later revealed patient was not pacer dependent.